Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised for pain and pseudotumor. There was significant joint effusion, soft tissue destruction, and bone loss around the acetabulum and proximal femur.

Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: corail pinnacle 36 mom in situ implanted in 2008. Revised today (B)(6) for pain and pseudo tumor. There was significant joint effusion, soft tissue destruction, and bone loss around the acetabulum and proximal femur. The cup was stable but only just and was removed. The stem was well ingrown and stable. There was a significant pseudo tumor anteriorly into the psoas tendon. The cup was replaced with a 52 mm multi hole gription cup with ceramic liner 36 ID. The head was replaced with a 36mm ts delta ceramic revision head. The joint was well tensioned and stable and the result acceptable with a good prognosis. Explants as follows: metal liner d121887352 lot 2774625. Cup 52mm ha 100 series lot c4cfb1. Head 36mm +1.5 mom lot 2833434. These have been cleaned and decontaminated and are at the hospital. The surgeon wants to check if the patient wants them. Rep has no access to imaging. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Updated 6 oct 2016: the complaint was re-opened on 13 july 2016 upon receipt of the products. It was reported that ¿the surgeon believes there is an issue with large cocr heads on titanium trunions¿. This cannot be confirmed without analyzing the male taper surface. The lab report and visual inspection report were then reviewed by the bio engineer (see report (b)(4 design report.pdf) which concludes: within the complaint description it states 'the surgeon believes there is an issue with large cocr heads on titanium trunnions and made note of significant blackening at the head/trunnion interface.' The lab report indicated damage was seen on the bearing surface, the shell/liner interface and the head/stem interface. All will have released metal debris/ions. For this device no immediate correction was noted, the performance of the device family is monitored in pms. The complaint shall be closed with a undetermined; no product problem identified root cause the complaint category shall be monitored through the companies trending and post market surveillance activities. The products shall be retained in secure storage for future reference. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: corail pinnacle 36 mom in situ implanted in 2008. Revised today (B)(6) for pain and pseudo tumor. There was significant joint effusion, soft tissue destruction, and bone loss around the acetabulum and proximal femur. The cup was stable but only just and was removed. The stem was well ingrown and stable. There was a significant pseudo tumor anteriorly into the psoas tendon. The cup was replaced with a 52 mm multi hole gription cup with ceramic liner 36 ID. The head was replaced with a 36mm ts delta ceramic revision head. The joint was well tensioned and stable and the result acceptable with a good prognosis. Explants as follows: metal liner d121887352 lot 2774625. Cup 52mm ha 100 series lot c4cfb1. Head 36mm +1.5 mom lot 2833434. These have been cleaned and decontaminated and are at the hospital. The surgeon wants to check if the patient wants them. Rep has no access to imaging. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.